Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. No further information is available at this time. Although, it has been requested. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
Maude event report volun 29-jun-2009: total hip replacement on right hip. I had pain from this device "stryker trident hip cup" since it was implanted. Through my rehab and daily activities, I could not tolerate the pain. My surgeon suspected loosening from the start when subjected to further testing including a hip aspiration which revealed no infection, but a loosened cup. He said with another surgery only about half as long "two hours" he could fix this problem and afix a new hip cut better, so it wouldn't come loose again. I was so upset that I wanted to see another ortho surgeon which I was able to. I got my revision last year. I'm back to work now with my new hip, and having no problems."